Event description:
It was reported that during an implant procedure, a lead was stated to be defective. When using fluoroscopy, it "looked like there were 5 electrodes." It was unclear exactly how many electrodes were actually present in the lead. The defective lead was taken out and a different lead was used. The status of the patient was described as no injury or adverse event. There were no symptoms/injuries reported with this event. No further information was reported.

Event description:
Follow up information received reported that it appeared that the lead was "hitting something" when being inserted by the physician into the implantable neurostimulator (ins) which caused it to curl up. It was confirmed that the lead was not used and never implanted. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the lead was not saved by hospital after the event and could not be returned to the manufacturer for analysis. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-33, lot# va00uvb, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).